Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that the transcatheter bioprosthetic valve was implanted into a previous non-medt ronic (edwards perimount) surgical aortic valve (sav), degenerating with aortic stenosis and a mean gradient of 50.4 mmhg and a peak gradient of 86.4 mmhg. Severe aortic regurgitation was also reported on the non-medtronic sav.

Manufacturer narrative:
H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, mild paravalvular leak (pvl) and a mean gradient of 16.7 mmhg were identified. At the 30 day follow up appointment, the pvl had resolved. Approximately four years and 11 months following valve implant, a routine computed tomography scan was performed and revealed a thrombosed valve and a mean gradient of 25.8 mmhg. Subsequently, an anticoagulant medication was initiated. No additional adverse patient effects were reported.